Manufacturer narrative:
H11: the device was received for evaluation with a minicap. A visual inspection with the naked eye noted a broken occluder leg of the main body. A broken occluder leg would result in fluid flow through the set with the twist clamp closed. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a leak with the twist clamp closed; further described as "the mini transfer was closed tightly, but the liquid still flows." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.